Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2021. He has not been able to hear with the device since it was activated. He has not used the audio processor since then.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The user was implanted on (B)(6) 2021. He has not been able to hear with the device since it was activated. He has not used the audio processor since then.

Event description:
The user was implanted on (B)(6) 2021. He has not been able to hear with the device since it was activated. He has not used the audio processor since then. A revision surgery is considered but there is no time frame of when this may occur.

Manufacturer narrative:
Additional information: according to the information received from the filed the device is working within specification. The recipient's perception was unsatisfactory; however, no technical problem could be detected that would explain the lack of benefit. Surgery is considered but no date has been scheduled yet.